Event description:
It was reported that the patient had felt muscle stimulation and chest pain. It was confirmed through x-ray that the right ventricular (rv) lead had dislodged and perforated. The rv lead was repositioned to a rv septal location and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.